Manufacturer narrative:
(B)(4). Date sent: 4/2/2024 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc55 device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. Further analysis showed that the batch number was missing on the reload. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event description is confirmed since it was determined that the reload was packaged with the reload loaded. The missing batch number observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 669c19, and no non-conformances were identified.

Event description:
It was reported that after opening the packaging, it turned out that there was already a fired magazine (sr55) in the instrument. Normally, the instruments are sterile-packed without a magazine.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: further analysis showed that the batch number was missing on the reload. Please note that the fully fired reload received is a simulator reload that is used during the manufacturing process to fired out on the line. The reloads that are used for that process do not have a batch stamp on them and are not at the point of being saleable production. The fully fired reload simulator observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.